Event description:
In handing a long metz scissor from the CABG tray to the cardiac surgeon, it was noted that scissors literally came apart in three pieces, with a break noted on the one half at the screw hole. The pieces, including the screw, were all accounted for with no harm to the pt.